Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/07/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were observed with the button contacts.

Event description:
The patient reported that the up arrow button is intermittently responding. She reported there are no tears or holes in the pump.